Event description:
Reporter alleged discrepant back to back blood glucose results of 222, 144, & 85 mg/dl when all tests were preformed within 10 minutes on the advantage system. Customer stated she was experiencing hypoglycemic symptoms at the time so she self treated with food. No other actions taken or treatment reported. A request was made for the return of the suspect device and replacement product was sent.